Event description:
Company rep reported on behalf of the injecting physician that after treatment with juvederm ultra xc in the lips, the pt experienced symptoms of infection and redness in the upper right lip. The pt received pre-treatment tetracaine 4% cream. Pt was prescribed oral and topical antibiotics to both to hasten the resolution of symptoms and prevent permanent damage. Further f/u with the health professional noted the preventions prescribed were valtrex and bactrim. The symptoms resolved within two weeks of the initial treatment.

Manufacturer narrative:
(B)(4). Device eval: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to specifications. The sterilization cycle and sterility test are registered as conforming. The attributability is then impossible to determine.